Manufacturer narrative:
On 9/26/2019, the mentor failure analysis lab received the device for evaluation. On 10/11/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with unspecified mentor gel implants and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019.